Manufacturer narrative:
Date of event: used (B)(6) 2021 as the event date was not reported and it is known the event was received by FDA on 03/01/2021.

Event description:
It was reported via medwatch mw5099711 that the patient experienced air embolism. The target lesion was located in the left ascending artery. During inflation of a wolverine coronary cutting balloon for 11 seconds, air was immediately coming out of the side of the catheter into the artery and the balloon ruptured. The catheter was removed and an aspirator catheter was inserted to remove air and blood clot. Post procedure, it was confirmed that there was a hole in the catheter. When contrast was pushed through the catheter; fluid and air came out of the side of the balloon.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2021 as the event date was not reported and it is known the event was received by FDA on 03/01/2021. Correction to field d1: brand name from wolverine coronary cutting balloon to emerge. Correction to field g1: MFR site facility name from boston scientific ireland limited to boston scientific scimed, inc.

Event description:
It was reported via medwatch mw5099711 that the patient experienced air embolism. The target lesion was located in the left ascending artery. During inflation of a wolverine coronary cutting balloon for 11 seconds, air was immediately coming out of the side of the catheter into the artery and the balloon ruptured. The catheter was removed and an aspirator catheter was inserted to remove air and blood clot. Post procedure, it was confirmed that there was a hole in the catheter. When contrast was pushed through the catheter; fluid and air came out of the side of the balloon. It was further reported that the target lesion was 90% stenosed, non-tortuous and mildly to moderately calcified lad. After inflating the 2.50mmx20mm emerge balloon catheter, the film showed air embolism in the lad. The procedure was completed with another boston scientific balloon. The patient was intubated and stable after the patient went into ventricular fibrillation. No further patient complications were reported.